Event description:
Corail stem inserter became stuck in implant during insertion. Once removed from implant it was noticed the tip had some wear and edges that may have caused it to get stuck.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, "corail stem inserter d257005100 become stuck in implant during insertion. Once removed from implant noticed the tip has some wear and edges that may have caused it to get stuck.¿ the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '257005100, summit standard imp. Inserter¿ had stripped tip. However the reported condition of jammed/seized for device remains unconfirmed. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The provided evidence was not sufficient to confirm the reported event of jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "corail stem inserter d257005100 become stuck in implant during insertion. Once removed from implant noticed the tip has some wear and edges that may have caused it to get stuck.¿ the product was not returned to depuy synthes, however photos were provided for review. See attachments ¿image.jpg¿ and ¿image.jpg¿. The photo investigation revealed that '257005100, summit standard imp. Inserter¿ had stripped tip. However, the reported condition of jammed/seized for device remains unconfirmed. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The provided evidence was not sufficient to confirm the reported event of jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9, h4 and h6 (medical device problem code) corrected: d4 (primary UDI number) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿corail stem inserter d257005100 become stuck in implant during insertion. Once removed from implant noticed the tip has some wear and edges that may have caused it to get stuck¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned summit standard imp. Inserter revealed that the edges and the overall surface of the connection tip were stripped and deformed. However, the inserted was returned without the mating device; therefore, the reported "jammed" allegation cannot be confirmed. The device exhibits an overall worn appearance consistent with normal and constant usage for a long period of time. The observed condition of the tip consistent with constant heavy usage, off axis impaction forces and prying motion. However, taking in consideration the age of the device (18 years) the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and functional testing were not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a0308) provided is not a valid finished goods lot#.